Event description:
Boston scientific received information that pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) channels of this pacemaker were out of range. The minute ventilation feature was turned off due to this occurrence, which is expected device operation. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) channels of this pacemaker were out of range. The minute ventilation feature was turned off due to this occurrence, which is expected device operation. No adverse patient effects were reported. This device remains in service. This device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.